Event description:
It was reported that the head of the bur broke off during a procedure. The surgeon had to perform fluoroscopy to ensure that the bur was not left in the patient. It was confirmed that the bur was not in the patient. The case was completed successfully with a 1 minute delay. There were no adverse consequences associated with this event.

Manufacturer narrative:
The device will not be returned for evaluation from the customer. If the device is returned and additional information becomes available a follow up report will be completed. The device will not be returned for evaluation from the customer.

Event description:
It was reported that the head of the bur broke off during a procedure. The surgeon had to perform fluoroscopy to ensure that the bur was not left in the patient. It was confirmed that the bur was not in the patient. The case was completed successfully with a 1 minute delay. There were no adverse consequences associated with this event.

Manufacturer narrative:
The definite root cause of this issue is multi-factorial. Device not returned for evaluation.